Event description:
Additional information available after the device component was returned for investigation.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the main electronic assembly was returned to the failure analysis lab for investigation. The device log file was downloaded for investigation. The reported incident was confirmed through log file review, however, it was not duplicated during the physical investigation. The main electronic assembly was tested and found to function to specification.

Event description:
It was reported that the vent's screen went black while on patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The biomedical engineer for the hospital reported the issue and evaluated the device. They provided a video and device logs which were evaluated by technical support and a cfb crash was found on the logs indicating an issue with the device mainboard. A replacement of the mainboard is recommended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.